Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: unexplained "por" events observed in black box on 8/2/2015. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap measures within specifications. A battery compartment crack was observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Pump case cracked in upper rh corner of display area. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Leak test shows leaks at battery compartment crack and pump case crack. Removed pump case. No evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.